Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 106 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the stent graft migrated distally 15 mm due to dilatation of the aortic neck from disease progression. Currently, the aortic neck measures between 26 - 28 mm in diameter. Currently, there is no aortic neck angulation and the aneurysm measures 58 mm x 57 mm as compared to a previous study where it was 56 mm x 56 mm in diameter. A radiology report stated the infrarenal abdominal aortic stent graft migrated with evidence of an unk endoleak. The exact type of endoleak is not well appreciated and may re-present type 2 from the inferior mesenteric artery. The physician elected to implant a 32 mm diameter talent aortic cuff to successfully address the stent graft migration. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
(Secondary intervention) (B) (4): evaluation results: (migration, endoleak); (dilatation of the aortic neck from disease progression).